Event description:
On 2/10/99 company sales rep was notified by hospital that five orthopedic patients, ranging in ages 76-81 and involving both sexes, had developed heel blisters while using the product.